Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display and would not turn back on after replacement of the battery. The blood glucose reading was 88 mg/dl. The customer's father stated that he had removed the battery due to an alarmed that went off, but the buttons did not response to touch. He also noted a screeching sound and beep. The customer stated that he had dropped the insulin pump before it happened. Upon troubleshooting, it was found that the display did not return. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump had a frozen display on full segment display during power up due to faulty connector on interface board. No blank display or constant tone alarm noted. Unable to confirm a watchdog timeout due to frozen display. Insulin pump had a cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection.